Event description:
An initial MDR regarding this case was filed 28-apr-2023 (report number 3016798778-2023-00023). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that utrm0006781 / utpm0009849 generated cassette depleted alarms on the date of the complaint. The logs leading up to these alarms were consistent with real depletions. A test treatment ran without generating any alarms. Logs show that utrm0006780 / utpm0009850 generated pump error alarms and pump failure alarms. The pump was disassembled and remodulin residue was seen internally. The residue was cleaned off and a test treatment was run for 24 hours without issue. No cassettes were returned, and the cause of the alarms could not be determined for either system. The cause for remodulin ingress in utpm0009850 could not be determined. No further investigation is possible. Both systems functioned as expected in that the systems accurately alerted the user to the empty cassettes and conditions that arose as a result of remodulin ingress.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 30-mar--2023 and forwarded to millyard advanced medical products, llc on 31-mar-2023. The patient reported receiving alarms on both pumps and was unable to troubleshoot. The patient then went to the hospital, where he was awaiting admission to continue receiving remodulin therapy. However, while at the hospital, the patient was able to troubleshoot his remunity pump and restart delivery on his own, and then went home. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.